Event description:
It was reported to resmed that an astral device failed to charge its internal battery and displayed an error message ((B)(6)) related to a motor issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Visual inspection of the device revealed signs of water damage. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported (B)(6) was due to contamination. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and displayed an error message (sf147) related to a motor issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a third party service center. The reported charging issue could not be confirmed. The investigation results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).